Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a coronary intervention procedure, one 6f launcher guide catheter became twisted into a spiral shape when advancing the device. A kink/deformation was noted at the rod. The device was inspected after removal from the packaging with no issues noted. Resistance was not noted during the delivery of the device. Resistance was noted during removal of the device but excessive force was not used. The device was removed normally along with other consumables. Difficult to remove the guide catheter was noted when the guide catheter was taken out from the patient's vasculature, it was found that the guide catheter was deformed. It was not easy to withdrawn the guide catheter. There were difficulties in withdrawing but it could still be withdrawn from the body together with other consumables, so it was stated that it was withdrawn normally. No issues was caused by other consumables. The device was not excessively torqued. The patient was discharged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.